Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Surgical procedure performed due to infection. Surgeon performed a washout and poly exchange.